Event description:
These lenses were implanted due to cataracts in both of my eyes. To date my vision is impaired worse than prior to the surgery. In (B) (6) 2009, I experienced a large hemorrhage in my left eye which has not cleared yet. I am now under the care of a retina specialist. Unable to see clearly has left me disabled and restricted work wise.